Event description:
The patient called animas on april 24 and said that when he withdrew the battery from the alarm after getting a "replace battery" alarm the battery was hot and the pump was warm. He denied that there was any corrosion visible. There was no physical damage to the battery cap or compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). A review of the black box download revealed a battery voltage drop on (B)(4) 2012 from 12:28pm to 4:36pm. There was no evidence of short battery life observed in the pump history. The battery was not returned with the pump for investigation. The battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no moisture damage found in the battery compartment. A test cap was used for testing purposes. The pump was exercised for 6 hours with no overheating issues or alarms duplicated. The pump's electrical current draws were tested and found to be within specification. The pump cover was removed and no internal moisture was found. The power flex, battery connections and internal components were tested for intermittent power with no issues. The reported overheating issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.